Event description:
Patient was revised to address knee pain attributed to malpositioning of the patella component.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the exact root cause, but reported malpositioning may have been a contributing factor. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.